Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable pump. The indication for use was non-malignant pain. The patient¿s medical history included allergy to morphine. The patient reported that on (B)(6) 2022 they removed the pump and catheter but part of the catheter broke when it was being removed and left inside the body. Per the patient the physician did not reduce the medication and the patient went through severe withdrawals. The patient further stated since about (B)(6), she has new pain in the left lower leg. The pain starts below the kneecap and extends a couple of inches. The patient was wondering if the catheter piece in the spinal column could be causing the new pain. The patient stated there were tests were done and it was determined there was a foreign body in the spinal cord. The surgeon told the emergency room physician¿s that the reason it was there is because the catheter became brittle and it broke because it was so old. The patient stated they started feeling better, mentally, physically around "(B)(6)". The patient was seeing a neurosurgeon on friday (B)(6) 2022.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot#: l47425, implanted: (B)(6) 1997, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 13-oct-1999, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.